Event description:
Needle breakage. Customer reports that, during laparoscopic cholecystectomy, needle broke while closing skin incision. There was no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Event description:
Needle breakage. Customer reports that, during laproscopic cholecystectomy, needle broke while closing skin incision. There was no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.